Event description:
It was reported that the customer was getting no delivery alarms on her insulin pump. Her blood glucose was 120 mg/dl at the time of reporting. The issue persisted after troubleshooting. She was advised to revert to her back-up plan. The insulin pump is being returned. No additional information was reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case at the display window corners, a cracked reservoir tube lip, a cracked display screen, a cracked belt clip slot and minor scratches on the display window.